Event description:
It was reported the procedure was to treat lesions in the anterior tibial (at) and tibioperoneal trunk (tpt). The 3.0x38mm esprit btk scaffold and two 2.50x38mm esprit btk scaffolds were deployed in the target lesions however immediately after deployment the scaffolds broke. A snare device was used to remove the broken scaffolds from the patient. The procedure was completed using another esprit scaffold. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.